Event description:
It was reported that an unspecified alarm occurred. There was no adverse impact to the customer's blood glucose level. Reportedly, customer reloaded the cartridge and resumed insulin delivery. Customer declined to further troubleshoot with tandem technical support, therefore no additional information could be obtained.